Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), genital haemorrhage ('abnormal bleeding (general)'), pregnancy with contraceptive device ('pregnancy (termination)') and cardiac flutter ('blood or heart disorder/condition:fluttering heartbeat') in a 35-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation tests conducted, specify: no/hcg has not been performed due to patients history of essure". The patient's medical history included pregnancy with contraceptive device in 2014, cesarean section in 2007, multigravida, parity 3 and chills. She did not experience any complications of your unintended pregnancy or delivery. She did not allege that essure caused birth defects. Concurrent conditions included lower abdominal pain, leukocytosis, pelvic pain, ovarian cyst (simple), anemic (blood transfusion: 2 units of packed red blood cells transfused), uterine bleeding, menometrorrhagia, lower abdominal pain, intermittent fever, dysuria, constipation, diarrhea, uti, anorexia, ovarian cyst, lightheadedness, heartbeats irregular, weakness, uterine bleeding, shortness of breath and chest discomfort. Concomitant products included ceftriaxone and metronidazole for systemic inflammatory response syndrome as well as chloramphenicol (antibiotic), ibuprofen, medroxyprogesterone acetate (provera), metronidazole (flagyl), norethisterone (norethindrone) and paracetamol (tylenol). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2008, the patient experienced cardiac flutter (seriousness criterion medically significant), hypersensitivity ("allergic or hypersensitivity reaction: to metal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), infection ("infection: unknown"), rash ("rashes or skin conditions: rashes"), migraine ("migraines/headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gastrointestinal or digestive system condition: unspecified") and abdominal pain ("pain: abdomen") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). In 2009, the patient experienced tooth disorder ("dental problems") and alopecia ("hair loss"). In 2010, the patient experienced visual impairment ("vision/eye problems: unknown") and fatigue ("fatigue"). In 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), aphasia ("neurological conditions or problems: memory confusion word difficulty"), confusional state ("neurological conditions or problems: memory confusion word difficulty"), dysmenorrhoea ("dysmenorrhea (cramping)"), eye disorder ("vision/eye problems: unknown"), abdominal distension ("bloating"), organ failure ("sx (symptoms) associated with organ shutdown") and vomiting ("vomiting"), was found to have body temperature fluctuation ("temperature irregularity") and underwent transfusion ("blood transfusion"). The patient was treated with 2 blood transfusions and surgery (bilateral salpingectomy total hysterectomy). Essure (ess205) was removed on (B)(6) 2018 . At the time of the report, the device breakage, genital haemorrhage, cardiac flutter, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, infection, rash, migraine, nausea, tooth disorder, aphasia, confusional state, dyspareunia, vaginal discharge, fatigue, weight increased, weight decreased, gastrointestinal disorder and abdominal pain had resolved and the pregnancy with contraceptive device, mood swings, body temperature fluctuation, allergy to metals, dysmenorrhoea, visual impairment, eye disorder, abdominal distension, organ failure, alopecia, vomiting and transfusion outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 15, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, aphasia, body temperature fluctuation, cardiac flutter, confusional state, device breakage, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hypersensitivity, infection, menorrhagia, migraine, mood swings, nausea, organ failure, pregnancy with contraceptive device, rash, tooth disorder, transfusion, vaginal discharge, vaginal haemorrhage, visual impairment, vomiting, weight decreased and weight increased to be related to essure (ess205). The reporter commented: current weight 185 lbs. Her majority of the system identified above resolved once essure was removed. She had ongoing symptoms related to hysterectomy. On (B)(6) 2018, surgical pathology report: cervix shows no gross or microscopic abnormalities. Benign atrophic endometrium with focal stromal progestational effect, suggestive of exogenous hormone administration; no chronic endometritis, endometrial polyp formation, endometrial hyperplasia or atypia noted. Uterine corpus shows adenomyosis. Multiple uterine corpus leiomyomata including intramural and subserosal leiomyomata; no atypia is found. Fallopian tubes show no gross or microscopic abnormalities. Previous episode of pregnancy in 2014 was captured under case: (B)(4). Discrepant info reported: pregnancy history (sic): gravida: 10+; parity: 03 ((B)(6) 1990, child adopted; (B)(6) 2007). Per medical record: patient reports having 12 pregnancies since essure placement in 2007. She undergone 13 terminations of pregnancy. She has had one vaginal delivery (full term) and one cesarean delivery of twins. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2014: showed ovary and cyst but no evidence of abscess and no further findings of any fallopian tube abnormality or appendicitis.. Haemoglobin - on an unknown date: 6.8. Pregnancy test - in 2014: positive; in 2015: positive. Pregnancy test urine - on (B)(6) 2014: negative. Ultrasound pelvis - on (B)(6) 2014: slightly prominent right ovary with increased vascularity. Otherwise unremarkable ultrasound.; on (B)(6) 2018: findings: a simple right ovarian cyst is seen measuring 2.6 cm. There is a simple cyst in the left ovary measuring 4 cm. There are simple cysts in both ovaries. Ultrasound scan - on an unknown date: hyperemic right ovary; in 2015: revealed a normal size uterus without evidence of polyps or fibroids.; on (B)(6) 2018: us transvag/pelvis non-ob: indication: menorrhagia with anemia impression: there are bilateral simple ovarian cysts, 2.7 x 1.3 x 1.9 cm in the right ovary and 4.1 x 2.0 x 4.6 cm in the left ovary. The endometrium measures 0.8 cm without focal abnormality.. ¿concerning the injuries reported in this case, the following one was described in patients medical record: menorrhagia, nausea, abdominal pain, fatigue, pregnant on contraceptive device, vaginal bleeding, nickel allergy, organ failure, vaginal discharge, vomiting, dyspareunia, blood transfusions". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: plaintiff fact sheet was received. Events added from pfs- hair loss, vomiting, blood transfusion. Events onset date, events outcomes were updated. On 11-nov-2019: medical record was received. Reporter information, medical history, concomitant drug were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), genital haemorrhage ('abnormal bleeding (general)'), pregnancy with contraceptive device ('pregnancy (termination)') and cardiac flutter ('blood or heart disorder/condition:fluttering heartbeat') in a 35-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation tests conducted, specify: no/hcg has not been performed due to patients history of essure". The patient's medical history included pregnancy with contraceptive device in 2014, cesarean section in 2007, multigravida and parity 3. She did not experience any complications of your unintended pregnancy or delivery. She did not allege that essure caused birth defects. Concurrent conditions included lower abdominal pain, leukocytosis, pelvic pain, ovarian cyst (simple), anemic (blood transfusion: 2 units of packed red blood cells transfused), uterine bleeding and menometrorrhagia. Concomitant products included ceftriaxone and metronidazole for systemic inflammatory response syndrome as well as medroxyprogesterone acetate (provera). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2008, the patient experienced cardiac flutter (seriousness criterion medically significant), hypersensitivity ("allergic or hypersensitivity reaction: unknown"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), infection ("infection: unknown"), rash ("rashes or skin conditions: rashes"), migraine ("migraines/headaches") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). In 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea"), tooth disorder ("dental problems"), aphasia ("memory confusion word difficulty"), confusional state ("memory confusion word difficulty"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("vision/eye problems: unknown"), eye disorder ("vision/eye problems: unknown"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition: unspecified"), abdominal distension ("bloating"), organ failure ("sx (symptoms) associated with organ shutdown") and abdominal pain ("pain: abdomen") and was found to have body temperature fluctuation ("temperature irregularity"). The patient was treated with 2 blood transfusions and surgery (bilateral salpingectomy total hysterectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device breakage, genital haemorrhage, pregnancy with contraceptive device, cardiac flutter, mood swings, body temperature fluctuation, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, infection, rash, migraine, nausea, tooth disorder, aphasia, confusional state, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, eye disorder, fatigue, weight increased, weight decreased, gastrointestinal disorder, abdominal distension, organ failure and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 15, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain, allergy to metals, aphasia, body temperature fluctuation, cardiac flutter, confusional state, device breakage, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hypersensitivity, infection, menorrhagia, migraine, mood swings, nausea, organ failure, pregnancy with contraceptive device, rash, tooth disorder, vaginal discharge, vaginal haemorrhage, visual impairment, weight decreased and weight increased to be related to essure (ess205). The reporter commented: current weight 185 lbs. Her majority of the system identified above resolved once essure was removed. She had ongoing symptoms related to hysterectomy. On (B)(6) 2018, surgical pathology report: cervix shows no gross or microscopic abnormalities. Benign atrophic endometrium with focal stromal progestational effect, suggestive of exogenous hormone administration; no chronic endometritis, endometrial polyp formation, endometrial hyperplasia or atypia noted. Uterine corpus shows adenomyosis. Multiple uterine corpus leiomyomata including intramural and subserosal leiomyomata; no atypia is found. Fallopian tubes show no gross or microscopic abnormalities. Previous episode of pregnancy in 2014 was captured under case: (B)(4). Discrepant info reported: pregnancy history (sic): gravida: 10+; parity: 03 ((B)(6) 1990, child adopted;(B)(6) 2007). Per medical record: patient reports having 12 pregnancies since essure placement in 2007. She undergone 13 terminations of pregnancy. She has had one vaginal delivery (full term) and one cesarean delivery of twins. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2014: showed ovary and cyst but no evidence of abscess and no further findings of any fallopian tube abnormality or appendicitis.. Haemoglobin - on an unknown date: 6.8. Pregnancy test - in 2014: positive; in 2015: positive. Pregnancy test urine - on (B)(6) 2014: negative. Ultrasound pelvis - on (B)(6) 2014: slightly prominent right ovary with increased vascularity. Otherwise unremarkable ultrasound.; on (B)(6) 2018: findings: a simple right ovarian cyst is seen measuring 2.6 cm. There is a simple cyst in the left ovary measuring 4 cm. There are simple cysts in both ovaries. Ultrasound scan - on an unknown date: hyperemic right ovary; in 2015: revealed a normal size uterus without evidence of polyps or fibroids.; on (B)(6) 2018: us transvag/pelvis non-ob: indication: menorrhagia with anemia impression: there are bilateral simple ovarian cysts, 2.7 x 1.3 x 1.9 cm in the right ovary and 4.1 x 2.0 x 4.6 cm in the left ovary. The endometrium measures 0.8 cm without focal abnormality.. ¿concerning the injuries reported in this case, the following one was described in patients medical record: menorrhagia, nausea, abdominal pain, fatigue, pregnant on contraceptive device, vaginal bleeding, nickel allergy, organ failure ". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-aug-2019: quality safety evaluation of ptc (product technical complaint). Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('uterine perforation / migration ') and cardiac flutter ('blood or heart disorder/condition:fluttering heartbeat') in a 35-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation tests conducted, specify: no/hcg has not been performed due to patients history of essure". The patient's medical history included pregnancy with contraceptive device in 2014, cesarean section in 2007, multigravida, parity 3 and chills. She did not experience any complications of your unintended pregnancy or delivery. She did not allege that essure caused birth defects. Concurrent conditions included lower abdominal pain, leukocytosis, pelvic pain, ovarian cyst (simple), anemic (blood transfusion: 2 units of packed red blood cells transfused), uterine bleeding, menometrorrhagia, lower abdominal pain, intermittent fever, dysuria, constipation, diarrhea, uti, anorexia, ovarian cyst, lightheadedness, heartbeats irregular, weakness, uterine bleeding, shortness of breath, chest discomfort and uterine enlargement. Concomitant products included ceftriaxone and metronidazole for systemic inflammatory response syndrome as well as chloramphenicol (antibiotic), ibuprofen, medroxyprogesterone acetate (provera), metronidazole (flagyl), norethisterone (norethindrone) and paracetamol (tylenol). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2008, the patient experienced cardiac flutter (seriousness criterion medically significant), mood swings ("mood swings"), allergy to metals ("allergic or hypersensitivity reaction: to metal / nickel allergy"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), infection ("infection: unknown"), rash ("rashes or skin conditions: rashes/ rash on chin"), migraine ("migraines/headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gastrointestinal or digestive system condition: unspecified"), abdominal pain ("pain: abdomen"), pelvic pain ("pelvic pain") and irritability ("irritability") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). In 2009, the patient experienced tooth disorder ("dental problems") and alopecia ("hair loss"). In 2010, the patient experienced visual impairment ("vision/eye problems: unknown") and fatigue ("fatigue"). In 2011, the patient experienced aphasia ("neurological conditions or problems: memory confusion word difficulty") and confusional state ("neurological conditions or problems: memory confusion word difficulty"). In 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy (termination)"). On (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), eye disorder ("vision/eye problems: unknown"), abdominal distension ("bloating"), organ failure ("sx (symptoms) associated with organ shutdown"), vomiting ("vomiting") and headache ("hedaches"), was found to have body temperature fluctuation ("temperature irregularity") and hormone level abnormal ("hormonal changes") and underwent transfusion ("blood transfusion"). The patient was treated with 2 blood transfusions and surgery (bilateral salpingectomy total hysterectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device breakage, genital haemorrhage, pregnancy with contraceptive device, cardiac flutter, mood swings, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, infection, rash, migraine, nausea, tooth disorder, aphasia, confusional state, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, weight decreased, gastrointestinal disorder, abdominal distension, organ failure, abdominal pain, pelvic pain and irritability had resolved and the uterine perforation, body temperature fluctuation, visual impairment, eye disorder, alopecia, vomiting, transfusion, headache and hormone level abnormal outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 15, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, aphasia, body temperature fluctuation, cardiac flutter, confusional state, device breakage, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, infection, irritability, menorrhagia, migraine, mood swings, nausea, organ failure, pelvic pain, pregnancy with contraceptive device, rash, tooth disorder, transfusion, uterine perforation, vaginal discharge, vaginal haemorrhage, visual impairment, vomiting, weight decreased and weight increased to be related to essure (ess205). The reporter commented: current weight 185 lbs. Her majority of the system identified above resolved once essure was removed. She had ongoing symptoms related to hysterectomy. On (B)(6) 2018, surgical pathology report: cervix shows no gross or microscopic abnormalities. Benign atrophic endometrium with focal stromal progestational effect, suggestive of exogenous hormone administration; no chronic endometritis, endometrial polyp formation, endometrial hyperplasia or atypia noted. Uterine corpus shows adenomyosis. Multiple uterine corpus leiomyomata including intramural and subserosal leiomyomata; no atypia is found. Fallopian tubes show no gross or microscopic abnormalities. Previous episode of pregnancy in 2014 was captured under case: (B)(4). Discrepant info reported: pregnancy history (sic): gravida: 10+; parity: 03 ((B)(6) 1990, child adopted; (B)(6) 2007). Per medical record: patient reports having 12 pregnancies since essure placement in 2007. She undergone 13 terminations of pregnancy. She has had one vaginal delivery (full term) and one cesarean delivery of twins. Discrepancy of essure insertion date as (B)(6) 2007 and removal date as (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2014: showed ovary and cyst but no evidence of abscess and no further findings of any fallopian tube abnormality or appendicitis.. Haemoglobin - on an unknown date: 6.8. Pregnancy test - in 2014: positive; in 2015: positive. Pregnancy test urine - on (B)(6) 2014: negative. Ultrasound pelvis - on (B)(6) 2014: slightly prominent right ovary with increased vascularity. Otherwise unremarkable ultrasound.; on (B)(6) 2018: findings: a simple right ovarian cyst is seen measuring 2.6 cm. There is a simple cyst in the left ovary measuring 4 cm. There are simple cysts in both ovaries. Ultrasound scan - on an unknown date: hyperemic right ovary; in 2015: revealed a normal size uterus without evidence of polyps or fibroids.; on (B)(6) 2018: us transvag/pelvis non-ob: indication: menorrhagia with anemia impression: there are bilateral simple ovarian cysts, 2.7 x 1.3 x 1.9 cm in the right ovary and 4.1 x 2.0 x 4.6 cm in the left ovary. The endometrium measures 0.8 cm without focal abnormality. ¿concerning the injuries reported in this case, the following one was described in patients medical record: menorrhagia, nausea, abdominal pain, fatigue, pregnant on contraceptive device, vaginal bleeding, nickel allergy, organ failure, vaginal discharge, vomiting, dyspareunia, blood transfusions". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: plaintiff fact sheet received. Event per pfs: irritability was added. Outcome for hormonal changes were resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('uterine perforation / migration '), genital haemorrhage ('abnormal bleeding (general)'), pregnancy with contraceptive device ('pregnancy (termination)') and cardiac flutter ('blood or heart disorder/condition:fluttering heartbeat') in a 35-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation tests conducted, specify: no/hcg has not been performed due to patients history of essure". The patient's medical history included pregnancy with contraceptive device in 2014, cesarean section in 2007, multigravida, parity 3 and chills. She did not experience any complications of your unintended pregnancy or delivery. She did not allege that essure caused birth defects. Concurrent conditions included lower abdominal pain, leukocytosis, pelvic pain, ovarian cyst (simple), anemic (blood transfusion: 2 units of packed red blood cells transfused), uterine bleeding, menometrorrhagia, lower abdominal pain, intermittent fever, dysuria, constipation, diarrhea, uti, anorexia, ovarian cyst, lightheadedness, heartbeats irregular, weakness, uterine bleeding, shortness of breath and chest discomfort. Concomitant products included ceftriaxone and metronidazole for systemic inflammatory response syndrome as well as chloramphenicol (antibiotic), ibuprofen, medroxyprogesterone acetate (provera), metronidazole (flagyl), norethisterone (norethindrone) and paracetamol (tylenol). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2008, the patient experienced cardiac flutter (seriousness criterion medically significant), allergy to metals ("allergic or hypersensitivity reaction: to metal / nickel allergy"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), infection ("infection: unknown"), rash ("rashes or skin conditions: rashes"), migraine ("migraines/headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gastrointestinal or digestive system condition: unspecified") and abdominal pain ("pain: abdomen") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). In 2009, the patient experienced tooth disorder ("dental problems") and alopecia ("hair loss"). In 2010, the patient experienced visual impairment ("vision/eye problems: unknown") and fatigue ("fatigue"). In 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), aphasia ("neurological conditions or problems: memory confusion word difficulty"), confusional state ("neurological conditions or problems: memory confusion word difficulty"), dysmenorrhoea ("dysmenorrhea (cramping)"), eye disorder ("vision/eye problems: unknown"), abdominal distension ("bloating"), organ failure ("sx (symptoms) associated with organ shutdown"), vomiting ("vomiting"), pelvic pain ("pelvic pain") and headache ("hedaches"), was found to have body temperature fluctuation ("temperature irregularity") and underwent transfusion ("blood transfusion"). The patient was treated with 2 blood transfusions and surgery (bilateral salpingectomy total hysterectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device breakage, genital haemorrhage, cardiac flutter, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, infection, rash, migraine, nausea, tooth disorder, aphasia, confusional state, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, weight decreased, gastrointestinal disorder, abdominal distension, organ failure, abdominal pain and pelvic pain had resolved and the uterine perforation, pregnancy with contraceptive device, mood swings, body temperature fluctuation, visual impairment, eye disorder, alopecia, vomiting, transfusion and headache outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 15, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, aphasia, body temperature fluctuation, cardiac flutter, confusional state, device breakage, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, infection, menorrhagia, migraine, mood swings, nausea, organ failure, pelvic pain, pregnancy with contraceptive device, rash, tooth disorder, transfusion, uterine perforation, vaginal discharge, vaginal haemorrhage, visual impairment, vomiting, weight decreased and weight increased to be related to essure (ess205). The reporter commented: current weight 185 lbs. Her majority of the system identified above resolved once essure was removed. She had ongoing symptoms related to hysterectomy. On (B)(6) 2018, surgical pathology report: cervix shows no gross or microscopic abnormalities. Benign atrophic endometrium with focal stromal progestational effect, suggestive of exogenous hormone administration; no chronic endometritis, endometrial polyp formation, endometrial hyperplasia or atypia noted. Uterine corpus shows adenomyosis. Multiple uterine corpus leiomyomata including intramural and subserosal leiomyomata; no atypia is found. Fallopian tubes show no gross or microscopic abnormalities. Previous episode of pregnancy in 2014 was captured under case: (B)(4). Discrepant info reported: pregnancy history (sic): gravida: 10+; parity: 03 ((B)(6) 1990, child adopted; (B)(6) 2007). Per medical record: patient reports having 12 pregnancies since essure placement in 2007. She undergone 13 terminations of pregnancy. She has had one vaginal delivery (full term) and one cesarean delivery of twins. Discrepancy of essure insertion date as (B)(6) 2007 and removal date as (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2014: showed ovary and cyst but no evidence of abscess and no further findings of any fallopian tube abnormality or appendicitis.. Haemoglobin - on an unknown date: 6.8. Pregnancy test - in 2014: positive; in 2015: positive. Pregnancy test urine - on (B)(6) 2014: negative. Ultrasound pelvis - on (B)(6) 2014: slightly prominent right ovary with increased vascularity. Otherwise unremarkable ultrasound.; on (B)(6) 2018: findings: a simple right ovarian cyst is seen measuring 2.6 cm. There is a simple cyst in the left ovary measuring 4 cm. There are simple cysts in both ovaries. Ultrasound scan - on an unknown date: hyperemic right ovary; in 2015: revealed a normal size uterus without evidence of polyps or fibroids.; on (B)(6) 2018: us transvag/pelvis non-ob: indication: menorrhagia with anemia. Impression: there are bilateral simple ovarian cysts, 2.7 x 1.3 x 1.9 cm in the right ovary and 4.1 x 2.0 x 4.6 cm in the left ovary. The endometrium measures 0.8 cm without focal abnormality. ¿concerning the injuries reported in this case, the following one was described in patients medical record: menorrhagia, nausea, abdominal pain, fatigue, pregnant on contraceptive device, vaginal bleeding, nickel allergy, organ failure, vaginal discharge, vomiting, dyspareunia, blood transfusions". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: fu 6 and 7 processed together. Pfs received: events: pelvic pain, headaches were added. Event outcome updated. On 22-nov-2019: fu 6 and 7 processed together. Medical records received: no new clinical information added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('total hysterectomy with bilateral salpingectomies') in a female patient who had essure (ess205) inserted for female sterilisation. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy with bilateral salpingectomies). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-jun-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), genital hemorrhage ('abnormal bleeding (general)') and pregnancy with contraceptive device ('pregnancy (termination)') in a 35-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation tests conducted, specify: no/hcg has not been performed due to patients history of essure". The patient's medical history included pregnancy with contraceptive device in 2014, cesarean section in 2007, multigravida and parity 3. She did not experience any complications of your unintended pregnancy or delivery. She did not allege that essure caused birth defects. Concurrent conditions included lower abdominal pain, leukocytosis, pelvic pain, ovarian cyst (simple), anemic (blood transfusion: 2 units of packed red blood cells transfused), uterine bleeding and menometrorrhagia. Concomitant products included ceftriaxone and metronidazole for systemic inflammatory response syndrome as well as medroxyprogesterone acetate (provera). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced genital hemorrhage (seriousness criterion medically significant). In 2008, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction: unknown"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), infection ("infection: unknown"), rash ("rashes or skin conditions: rashes"), migraine ("migraines/headaches"), cardiac flutter ("blood or heart disorder/condition:fluttering heartbeat") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). In 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), vaginal hemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea"), tooth disorder ("dental problems"), aphasia ("memory confusion word difficulty"), confusional state ("memory confusion word difficulty"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("vision/eye problems: unknown"), eye disorder ("vision/eye problems: unknown"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition: unspecified"), abdominal distension ("bloating"), organ failure ("sx (symptoms) associated with organ shutdown") and abdominal pain ("pain: abdomen") and was found to have body temperature fluctuation ("temperature irregularity"). The patient was treated with 2 blood transfusions and surgery (bilateral salpingectomy total hysterectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device breakage, genital hemorrhage, pregnancy with contraceptive device, mood swings, body temperature fluctuation, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, infection, rash, migraine, cardiac flutter, nausea, tooth disorder, aphasia, confusional state, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, eye disorder, fatigue, weight increased, weight decreased, gastrointestinal disorder, abdominal distension, organ failure and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 15, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain, allergy to metals, aphasia, body temperature fluctuation, cardiac flutter, confusional state, device breakage, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, gastrointestinal disorder, genital hemorrhage, hypersensitivity, infection, menorrhagia, migraine, mood swings, nausea, organ failure, pregnancy with contraceptive device, rash, tooth disorder, vaginal discharge, vaginal hemorrhage, visual impairment, weight decreased and weight increased to be related to essure (ess205). The reporter commented: current weight 185 lbs. Her majority of the system identified above resolved once essure was removed. She had ongoing symptoms related to hysterectomy. On (B)(6) 2018, surgical pathology report: cervix shows no gross or microscopic abnormalities. Benign atrophic endometrium with focal stromal progestational effect, suggestive of exogenous hormone administration; no chronic endometritis, endometrial polyp formation, endometrial hyperplasia or atypia noted. Uterine corpus shows adenomyosis. Multiple uterine corpus leiomyomata including intramural and subserosal leiomyomata; no atypia is found. Fallopian tubes show no gross or microscopic abnormalities. Previous episode of pregnancy in 2014 was captured under case: (B)(4). Discrepant info reported: pregnancy history (sic): gravida: 10+; parity: 03 (B)(6) 1990, child adopted; (B)(6) 2007). Per medical record: patient reports having 12 pregnancies since essure placement in 2007. She undergone 13 terminations of pregnancy. She has had one vaginal delivery (full term) and one cesarean delivery of twins. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2014: showed ovary and cyst but no evidence of abscess and no further findings of any fallopian tube abnormality or appendicitis. Haemoglobin - on an unknown date: 6.8. Pregnancy test - in 2014: positive; in 2015: positive. Pregnancy test urine - on (B)(6) 2014: negative. Ultrasound pelvis - on (B)(6) 2014: slightly prominent right ovary with increased vascularity. Otherwise unremarkable ultrasound.; on (B)(6) 2018: findings: a simple right ovarian cyst is seen measuring 2.6 cm. There is a simple cyst in the left ovary measuring 4 cm. There are simple cysts in both ovaries. Ultrasound scan - on an unknown date: hyperemic right ovary; in 2015: revealed a normal size uterus without evidence of polyps or fibroids.; on (B)(6) 2018: us transvag/pelvis non-ob: indication: menorrhagia with anemia. Impression: there are bilateral simple ovarian cysts, 2.7 x 1.3 x 1.9 cm in the right ovary and 4.1 x 2.0 x 4.6 cm in the left ovary. The endometrium measures 0.8 cm without focal abnormality. ¿concerning the injuries reported in this case, the following one was described in patients medical record: menorrhagia, nausea, abdominal pain, fatigue, pregnant on contraceptive device, vaginal bleeding, nickel allergy, organ failure ". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2019: plaintiff fact sheet and medical record received. Events ¿medical device removal was updated to more specified events ¿ device breakage, abnormal bleeding (general), pregnancy (termination), mood swings, temperature irregularity, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction: unknown, apareunia (inability to have sexual intercourse), infection: unknown, rashes or skin conditions: rashes , migraines/headaches, fluttering heartbeat, nausea, dental problems, memory confusion word difficulty, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, vision/eye problems: unknown, fatigue, weight gain, weight loss, gastrointestinal or digestive system condition: unspecified, abdominal distension (bloating), organ failure (associated with organ shutdown, pain: abdomen, essure confirmation tests conducted, specify: no and device ineffective¿. This case medically confirmed. Reporter, demographics, medical history, concurrent conditions, lab data, essure insertion date, essure indication (amended), concomitant medication were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("total hysterectomy with bilateral salpingectomies") in a female patient who had essure (ess205) inserted for female sterilisation. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy with bilateral salpingectomies). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.